Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s right ventricular lead was removed and replaced due to twiddlers syndrome. The patient did not experience any adverse consequences. No further information was available.

Event description:
New information received on (B)(4) 2018 indicates that the patient's right atrial and right ventricular leads exhibited a loss of capture due to dislodgement. An x-ray confirmed that both leads were pulled back into the subclavian. Twiddler's syndrome was suspected. The right ventricular lead was successfully repositioned but the right atrial lead could not be repositioned as the helix was unable to retract and advance. The right atrial lead was removed and replaced. The patient was stable following the procedure.